Manufacturer narrative:
Concomitant medical product: product ID: 3387s-40, lot# v616865, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v616865, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported shortly after implant the patient still shook a lot and had very little improvement in shaking. No change in therapy related to positional movement was reported. It was reported a few weeks after implant one contact was not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had trouble with recharging when therapy was off due to their hand shaking so the rep. Ordered adhesive for them to help with recharging. The patient was currently programmed at .8+ 0- 1+ with electrode 2 and 3 being unable to be used due to an open. According to the rep. The patient had potential for a revision in (B)(6) of 2018. No further complications were anticipated.